Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by a neurologist that a vns pt was having a slight increase in seizures, below pre-vns baseline. System diagnostics were performed and high lead impedance was observed. The treating neurologist believed that the cause for seizure increase is due to vns's high impedance suspecting vns not delivering therapy. There had not been any medication or programming changes prior to the onset of the events and there was no known trauma that could have caused the event. Also, pt could not feel the stimulation and pt did not take any x-rays. The pt underwent surgery on (B)(6) 2011 where both generator and lead were replaced. Good faith attempts to get the explanted device back for analysis have been unsuccessful to date.